Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving low sensor scan result of 8.2 mmol/l (147 mg/dl) compared to readings obtained on the built-in reader. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Customer did not experience symptoms, but had contact with an hcp who performed a glucose test and a reading of 33 mmol/l (594 mg/dl) was obtained on the hcp meter. Customer was treated with 30 units of rapid insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.